Manufacturer narrative:
(B)(4). Concomitant medical products: 113954 md hybrid glenoid base 4 mm 429720; pt-113950 pt hybrid glen post regenerex 574600; 113635 comp primary stem 15 mm mini 680050; 113046 versa-dial 46x24x47 hum head 079020. Customer has indicated that the product will not be returned to zimmer biomet for investigation, no product deficiency alleged. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had to undergo a revision surgery of their shoulder arthroplasty due to rotator cuff failure approximately six (6) months post implantation. No other additional information is available at this time.

Event description:
It was additionally reported through x-ray review that the implant was oversized.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received: the complaint is confirmed based on the x-rays which were received and reviewed. Per the review humeral head appears superiorly positioned as noted. The head component is large. Bone quality appears mildly osteopenic. No evidence of avn or other contributing factor apart from those noted. No evidence of loosening or subsidence. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.